Event description:
Pt was being transported on gurney-small, ambulance type-from MRI. Gurney was parked with pt awaiting transport back to room. Tech began moving pt, pt apparently was startled by the movement and turned to her right, the gurney tipped, pt slid to the floor striking her head and shoulder on the floor. Tech grabbed her legs and broke the fall. Pt was laying on a slider board with two straps secured over her lower bodice and legs. The slider board was wider than the gurney which precluded both side rails from being up. The left rail was up.